Event description:
It was reported on (B)(6) 2023 that during a selenia dimensions procedure the gantry was rotating intermittently. A field engineer was dispatched and examined the equipment and determined that the left switch was broken and that both panels had to be replaced. Both c-arm panels were replaced and the system was tested and met the manufacturer´s specifications. No injury to the patient or staff reported. No other information is available.